Event description:
The pt called to report that the pt uses that suspect device to check the pt's blood glucose. The pt obtained high results and took extra insulin due to the readings. The pt then had an insulin reaction and paramedics were called. The paramedics tested the pt's blood glucose at 26mg/dl with their equipment. The pt was treated with dextrose via an IV and taken to the hosp. He was further treated at the hosp with a glucose drip. A level one glucose control was used on suspect device system and the control was in range. The test strips were kept out of the original capped vial. The suspect device was replaced wtih new product and authorized for return to the MFR for eval.